Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage. During analysis, the customer's concern regarding "air in line" despite removing air was unable to be duplicated. The air detector passed the air detector test however a high alarm was displayed multiple times in the event log. Service will replace the air detector as a preventative measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 alarmed air in line even after priming line. This occurred during patient care but no patient adverse events reported.